Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 5/30/2018. Medical records reviewed for MDR reportability. Patient had bilateral attune total knees. Patient's left attune total knee replacement was revised to address pain and probable aseptic tibial tray implant loosening. Revising surgeon indicated presence of large joint effusion and scar tissue. Noted that the tibial tray was grossly loose, with the tibial insert and tray being removed by hand as a single unit. Tibial cement mantle required removal by instruments. The femur component was well-aligned and fixed, and not revised, nor was the patella component. Revising surgeon discovered on revision post-operative x-rays that an intraoperative posterior proximal tibia perforating fracture had occurred, caused by the revision tibial stem. This required another revision surgery, which is addressed in (B)(4). Patient had an attune right knee revision addressed in (B)(4). Doi: (B)(6) 2016 ; dor: (B)(6) 2017 ; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Updated 6 may 2020 re-open the complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Medical records alleges edema and adhesion.